Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening on radius. A visual and microscopic analysis was performed which identified: striated opening on radius and crease flat. Based on the device analysis the final assessment is: striated opening assessed as surgical damage.

Event description:
Healthcare professional reported left side "implant began to protrude through the patients incision". Additionally reported the implant is ruptured. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of extrusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, extrusion.

Event description:
Healthcare professional reported left side "implant began to protrude through the patients incision".additionally reported the implant is ruptured. Device has been explanted.